Event description:
A dcs plate implanted in 1996 during revision surgery broke psot-operative. Broken plate was noted on an x-ray taken 12/1998. Broken plate was removed later in 1998. A transverse pin was placed, and ten days later an intramedullary nail was implanted.

Event description:
A dcs plate implanted on 7/11/98 during revision surgery broke post-operative. Broken plate was noted on an x-ray taken 12/17/98. Broken plate was removed on 12/27/98. A transverse pin was placed and on 12/27/98 an intramedufiary nail was implanted.